Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 523 mg/dl prior to call. The customer stated that they took insulin with the insulin pump to treat the high blood glucose. The customer stated that they had blood glucose reading over 300 mg/dl with the no delivery alarm. Troubleshooting was done. The insulin did exit during prime and the no delivery alarm did not recur. The customer stated that the found that the cannula was bent. The customer stated that the blood glucose went down to 474 mg/dl at the time of call. The insulin pump will not be returned for analysis.